Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited a gradual increase in pacing impedance. The impedance was 2,023 ohms in (B)(6) 2024 and rose to 3,000 ohms in november. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data advising of lead safety switch from bipolar to unipolar, with no sensing issues and no loss of capture. Ts advised that the rise in pacing impedance could be related to physiologic reason. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.